Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not holding charge issue was verified, but the battery hot to touch, occlusion undefined, alarm altitude and alarm temperature. Issues could not be verified.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Additionally, it was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the issues, the pump was not exposed to extreme temperatures, but a temperature alarm occurred, intermittent altitude alarms occurred and the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose was 311-486 mg/dl. The customer continued to use the pump for insulin therapy.